Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. When the catheter was inserted in the left atrium, the shape was changed from basket to flower configurations, but the catheter failed to form the flower shape. The guide wire became stuck, and the catheter was undeployed and recaptured into the sheath. Upon inspection outside the body, the guide wire was still stuck, and the lumen appeared kinked as the guide wire had moved past the correct slider position for the flower formation. The guide wire was caught in the lumen, but no tissue capture was observed. The issue was resolved by exchanging the catheter, and the procedure was completed without patient complications. The catheter is not expected to be returned as it was disposed.